Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic distal assisted gastrectomy procedure, the nurse connected the reload to the adapter and the device did not react. No harm was caused to the patient.